Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
Results of functional testing indicate that the speaker was faulty and needed replaced. Based on the information available and the testing conducted, the cause of the reported problem was a broken speaker. The reported problem was confirmed. The device was operational after repairs were completed. The device was repaired and put back into service.